Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product, he experienced a medical event. The customer initially reported on (B)(6) 2020, that the adc freestyle libre sensor fell off after 9 days of application. On (B)(6) 2020, the customer reported that due to a delivery issue involving the replacement product, he was unable to check his glucose levels and experienced symptoms described as ¿body heating up and headache¿ and was unable to self-treat. The ambulance was called and the customer received insulin for treatment. The customer was further being diagnosed with hyperglycemia but no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product, he experienced a medical event. The customer initially reported on (B)(6) 2020, that the adc freestyle libre sensor fell off after 9 days of application. On (B)(6) 2020, the customer reported that due to a delivery issue involving the replacement product, he was unable to check his glucose levels and experienced symptoms described as ¿body heating up and headache¿ and was unable to self-treat. The ambulance was called and the customer received insulin for treatment. The customer was further being diagnosed with hyperglycemia but no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. The dhrs (device history review) for the fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted.section h-4 (device mfg date) has been updated.